Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/23/2020. Additional information was requested and the following was obtained: what was the initial procedure? Mastoidectomy and tympanoplasty. What is event day and procedure date? (B)(6) 2020. Could you please confirm the availability of the device? As per the report sample is not available but they attached a photo of the sample in the report. Please confirm if lot number (y190524) is correct? No. Batch no. Is pl2721. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What is event day and procedure date? Could you please confirm the availability of the device? Please confirm if lot number (y190524) is correct?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the thread of the suture got broken while tying. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/12/2020. A manufacturing record evaluation was performed for the finished device pl2721, and no non-conformances were identified. Additional h3 investigation summary: it was reported breakage suture and bending needle intra-op. One picture was received for analysis. Upon visual inspection of the picture, the image is in white and black. One opened foil with a needle-suture piece that appear to be distorted and the suture broken of product code vcp316 could be observed. However, no conclusion could be reach as to what may have caused the reported incident since the sample was not returned for analysis.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.